Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of their cycler after ending the patient's peritoneal dialysis (pd) treatment. The hospital manager reported receiving unspecified alarms and the treatment was cancelled. It was reported to occur during cycle three of the patient's treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The hospital manager was advised to discontinue the use of the cycler. A new cycler was issued to the hospital. Upon follow up, the hospital manager and charge nurse stated the patient was able to complete treatment on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was confirmed the patient was in the hospital for reasons unrelated to pd therapy. The hospital has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used during treatment was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.